Event description:
Alleged the knee section is rising by itself.

Manufacturer narrative:
The facilities maintenance found the bed was error codes 10-19 and 10-66. He found the right siderail ucm cable was damaged. The facility replaced the ucm cable to repair the bed.